Event description:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed the load cell characterization test. The root cause was the failure of the load cell module, likely due to failed component(s). The autopulse platform passed the functional testing without error or fault. Upon further testing, the platform failed the load cell characterization check. The load cell module 2 exceeded normal parameters and was replaced. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).